Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Unit also had missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, missing display window cover, scratched case, stained serial number label, faded end cap address label, pillowing keypad overlay and cracked keypad overlay at the select button. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer¿s insulin pump was damaged and was removed several months prior to death. Insulin pump did not contribute to patient¿s death.

Manufacturer narrative:
The supplemental report was submitted as a death, which was incorrect. The correction has been made in this report. Additional notes have also been added.

Event description:
It was reported via phone call that the customer's insulin pump was broken. The customer passed away (B)(6) 2019 due to a heart attack, but had not been wearing the insulin pump for several months prior to her death. The damaged pump did not contribute to the customer's death.

Manufacturer narrative:
Device did not have a battery installed when received. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Device also had missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, missing display window cover, scratched case, stained serial number label, faded end cap address label, pillowing keypad overlay and cracked keypad overlay at the select button.